Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device expulsion ("migration of essure device location of device: uterus") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 50710200, 50710200) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's past medical history included flank pain, adhesive tape allergy, tonsillectomy in 2007 and adenoidectomy in 2007. Previously administered products included for an unreported indication: bactrim. Past adverse reactions to the above products included hypersensitivity with bactrim. Concurrent conditions included vomiting, abdominal pain, urinary tract infection, renal colic, pyelonephritis, kidney stone, uterine prolapse, dysfunctional uterine bleeding, dysmenorrhea, anxiety attack, depression, attention deficit/hyperactivity disorder and uterus enlarged. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), removal of bilateral essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus, abdominal pain were added, patient's medical history and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device expulsion ("migration of essure device location of device: uterus") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 50710200) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's past medical history included flank pain, adhesive tape allergy, tonsillectomy in 2007 and adenoidectomy in 2007. Previously administered products included for an unreported indication: bactrim. Past adverse reactions to the above products included hypersensitivity with bactrim. Concurrent conditions included vomiting, abdominal pain, urinary tract infection, renal colic, pyelonephritis, kidney stone, uterine prolapse, dysfunctional uterine bleeding, dysmenorrhea, anxiety attack, depression, attention deficit/hyperactivity disorder and uterus enlarged. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), removal of bilateral essure coils) and surgery (hysterectomy (full), removal of bilateral essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical compliant ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.